Event description:
It was reported by a customer complaint that the patient was hospitalized due to hypoglycemia. The reporter stated they accidently dropped the pump and now they believe it is over delivering insulin. Their blood sugar was measured at the hospital as 35 mg/dl. They reported that when they dropped the pump, the battery cover came off. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.